Manufacturer narrative:
Correction to adverse event and/or product problem to include the selection of a product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), explanted: (B)(4) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's extension was explanted and will be replaced by a new one. The issue was stated to be resolved. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the extension, model # 37086-60, found the body of the conductor was broken less than 5 cm from the proximal end. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion codes 77 and 12 because these are the closest codes available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturing representative. It was reported that there was no allegation against the device or therapy. It was also reported that the patient had a sudden onset of paresthesia in the area of the ins, which was releasable by manipulation/print on the device. It was also stated that there was a failure of contact 9 on the right side. Impedance measurements at 3v showed impedance greater than 40000ohms. The extension was replaced and the issue was resolved.